Event description:
It was reported that the health professional was unable to collect auto template with match to patient rhythm. The template worked with a new gain of +/-2mv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.